Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on july 11, 2022, with lot number 3504879. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "capsular contracture" against right device. The device has been explanted.